Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: inspection revealed that the display screen visual was dim and discolored due to an unidentified display failure. Evaluation revealed that the up arrow keypad button was intermittently responsive due to contamination. The keypad cover was removed, and evidence of contamination was found under all of the key contacts. The down arrow keypad button was observed to have an inverted contact; however, the down arrow keypad button was properly responsive. The following findings are unrelated to the reported issues and do not affect insulin delivery: the keypad cover was observed to be cut and torn between the up and down arrow keypad buttons. The keypad cover was found to be peeling from its base. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display, intermittently responsive up arrow keypad button, contamination under the keypad button contacts, and an inverted down arrow keypad button contact. This report is made based on results of investigation completed on (B)(4) 2014.